Manufacturer narrative:
(B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that upon investigation there was potential for a thermal event due to the device having a blown component.

Event description:
It was reported that upon investigation there was potential for a thermal event due to the device having a blown component.

Manufacturer narrative:
Alleged failure: e41 error on crossfire the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.